Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 208 mg/dl. Customer has pain in his joints, discomfort and pain. Customer treated with bolus. The blood glucose reading at the time of the event was 25 mg/dl. Customer stated that he was eating lunch and the blood glucose dropped, he started to convulse. Physician informed customer that he had taken too much insulin. During troubleshooting, customer had wrong date and time set on the insulin pump, he was not getting the correct amount of insulin at the designated times. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.